Event description:
Clinic notes dated (B)(6) 2013 note that the patient had 2 seizures the previous week and possibly additional seizures. It was noted that the seizures were generalized tonic clonic seizures and 911 was called. It was also noted that the patient has not been taking the lunch dose of focalin xr. It was noted that the patient's last seizure was on (B)(6) 2013 and that the patient had some minor worsening in seizure frequency. Device settings were increased and no medication changes were performed. Clinic notes dated (B)(6) 2014 note that the patient's last seizure was on (B)(6) 2013 and that the patient has experienced a minor worsening in seizure frequency. Attempts to obtain additional relevant information have been unsuccessful to date.